Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and connected a system trainer and balloon and was able to zero successfully. The touch screen was calibrated to ensure proper touch was registering on the zero touch press. The fse restarted the system and verified once again that unit was able to successfully zero. The unit passed all functional/safety testing and was returned to the customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) will not zero. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.